Event description:
The event is reported as: alleged issue: the clips did not lock onto the vessels, because the bosses were broken. No patient injury reported.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. Device history report (DHR) has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. Assesment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Manufacturer will continue to trend relating complaints.